Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for an evaluation. The evaluation revealed that the device failed to complete its internal self-test. A review of the device log confirmed a single occurrence of sf 191 indicating a loss of communication with the outlet flow sensor. The pneumatic block was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 191) message. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device pneumatic block was returned to the resmed design house for an extensive engineering investigation. Review of the device logs confirmed a single occurrence of sf 191 and the device failure to complete its internal self-test. Performance testing was able to reproduce the device faults. Based on investigation results, the system fault 191 and self-test failure were due to a defective pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).